Event description:
It was reported that during a bph surgical procedure, ¿burnt out¿ was noted. The fiber was exchanged and the second fiber exhibited same issue. The case was completed with an alternate procedure ¿turp.¿ patient outcome: no injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface; the outer flow tubing open end exhibits signs of slight melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The first fiber: 84,724 joules of use and 11:53 minutes. The second fiber: 30,472 joules of use and approximately 3 minutes. The fiber tips (caps) of both fibers were cleaned during the procedure.